Manufacturer narrative:
Analysis of lead (lot # va12dg7) revealed the distal end of the lead was stretched and bent. There was suspected body fluids inside of the lead at the distal end.

Event description:
The healthcare provider (hcp) via the representative reported a broken lead. The technician was replacing the straight stylet with curved stylet and when trying to clasp the stylet to try to use, the plastic clasp broke. There were no environmental/external/patient factors that may have led to or contributed to the issue. It was indicated they tried using but the lead continued to bend when putting in the introducer. It was noted the issue was resolved at the time of report. The patient's medical history includes a fusion in the lower back.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3531, serial# unknown, product type: external neurostimulator. Product ID: 3531, serial# (B)(4), product type: external neurostimulator. Product ID: neu_stylet_acc, serial# unknown, product type: accessory.

Event description:
Additional information was received from the manufacturing representative (rep) regarding the trial patient. It was reported that they were getting motor response with less than 1.0 ma while in the operating room (or). Once the patient was in recovery the patient was not getting a response. The nurse had changed the dressing to check the connections. She could go up to 6.5 ma in one program and then on another at 7.30 ma. The patient also had a bellow effect while in the or. The rep noted that the patient had significant nerve damage. Impedance measurements were not taken. The issue occurred on (B)(6) 2016. The rep later reported that the cause of the issue was thought to be because the lead curved stylet plastic broke and ended up causing the lead to bend near it. Using a new lead and programming seemed to work well and they got motor and sensory responses.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.